Event description:
It was reported that the insulin pump alarmed failed battery test and battery out limit. Troubleshooting was done. Customer's blood glucose was 328 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated she treated with a bolus. Customer stated that alarm occured after the battery change. Advised the customer that battery cap would be sent out. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).